Event description:
Boston scientific crm received information via a post-market study that this device was identified as having at least one episode of noise/artifact. The noise was oversensed and resulted in at least two seconds of pacing inhibition. No adverse patient effects have been reported. Approximately two years later, an invasive revision procedure was performed. The device was reportedly explanted early due to an atrial lead insulation issue. The device was nearing elective replacement indicator (eri) and was explanted, along with the atrial lead revision. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.